Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry doors would not close.  When closing the doors, the site heard a popping noise and stated that the motors were "whirring."  No patient was present when the issue was identified.